Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 40s, which was packing below the lower limit of the implantable pulse generator (ipg) device. A transmission observed the right ventricular (rv) lead with loss of capture and a slow rise in impedance. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.